Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 270, 83, 87 mg/dl and second set of results were 210, 242, 141 mg/dl. Tests were done within 10 minutes with a difference of 75% and 30%. Pt did not experience any adverse events. No further info has been reported.